Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange nail is that the nail was too long for the patient. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.

Event description:
We became aware on (B)(6) 2025 that a sign im nail implanted to repair a fracture was replaced with a shorter nail due to the nail being too long for the patient. The im nail was replaced with a 9mm x 340mm standard im nail per the sign technique manual.